Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
Over a period including multiple uses for cardiopulmonary bypass procedures, the roller pump roller occlusion adjustment mechanism became stiffer. A replacement roller pump was employed. There was no adverse consequence to the patient as a result of this event.